Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The event was confirmed upon troubleshooting with tac (technical assistance center). The customer confirmed the connection cables, and the input settings were functioning properly. It was noted the input signals has been incorrectly set. After adjustment of the input signal the image was restored. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Additionally, section ¿6.1 of the troubleshooting guide states when the button for switching input signals has been incorrectly set use the input button on the front panel to select an appropriate terminal.¿ multiple attempts were made to obtain additional information however, no further information was able to be obtained or provided. Based on the results of the investigation, the likely cause of the reported event is a communication problem due to unintended use error which was resolved by troubleshooting. However, the device in question was not returned for physical evaluation therefore, the root cause is unable to determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Tac (technical assistance center) communication with the customer advised customer that it needs to connect the dvi cable directly from the cv-190 to the monitor and observe the result. Tac discovered that the dvi cable was connected to the dvi 2 port on the monitor but the input selection was at dvi 1. Customer along with tac switched the input selection to dvi 2 and customer was able to view the signal from the cv-190, which indicates that the dvi signal from the cv-190 is good, the cable is good, the monitor is good. When customer put the cable back to its original configuration the monitor only show a black screen. Tac then informed customer that this indicates that the issue is with the provation/dell equipment. Customer stated they will investigate further. To date the subject device was not received for evaluation. Multiple follow ups made after the troubleshooting performed by tac, however, follow ups made were unsuccessful. No response from the customer is received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer called olympus and reported that the (B)(6) computer that runs the provation application recently replaced and thought they connected everything back up however, they not seeing the signal from the provation pc. Customer is using the oev-262h monitor with only one dvi (digital visual interface ) cable connected to it, which is connected to the provation equipment. The issue found during an unknown event. There is no patient involvement associated on this reported event. No user injury reported.